Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection, doctors visit, and prescription reported. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site (upper buttocks) while wearing the pod between 5 and 25 hours over the weekend of (B)(6) 2026. The patient's legal guardian reported that the site became painful, irritated, swollen, and hot to the touch following pod placement, leading to pod deactivation and removal on (B)(6) 2026. The patient was evaluated by a general practitioner on (B)(6) 2026 at (B)(6) medical centre and was diagnosed with a site infection at the doctor's visit that lasted 10 minutes. The patient was treated with flucloxacillin 500 mg, taken four times daily for one week and a new pod was placed. The patient completed the prescribed antibiotic course and has since recovered.